Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had a low blood glucose 24 mg/dl. The customer treated with juice and food. The customer was in the hospital due to having surgery for charcot. The customer was not wearing the insulin pump for 2 hours before the surgery. The blood glucose reading at that time was 159 mg/dl. The customer also reported that the insulin pump alarmed for a failed battery. This was resolved with a battery change.